Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -(B)(6) was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): a2: mean age of 75.8 ± 8.8. D10: item # unknown, unknown stem, item # unknown. Item # unknown, unknown competitor liner, item # unknown. Item # unknown, unknown competitor cup, item # unknown. G2: report source spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Report source: juan miguel gómez-palomo, ana martínez-crespo, julieta passini-sánchez, nikita ignatyev-simonov, plácido zamora-navas, enrique guerado. Quality of life and cost-utility analysis in patients with femoral neck fracture: a propensity score matching study comparing monopolar hemiarthroplasty and total hip arthroplasty. (2025) 34:2049¿2060, pages 1-12. Https://doi.org/10.1007/s11136-025-03965-4.

Event description:
On 10-sep-2025, a journal article was retrieved from quality of life research (2025) that reported a study from switzerland. The purpose of the study was to compare quality of life among patients with femoral neck fracture treated with tha versus monopolar ha and to perform a cost-utility analysis on the procedures. The study reviewed 424 patients with femoral neck fractures, 268 treated with monopolar ha and 156 with tha. For ha, a cemented stem (avenir, zimmer biomet) with a monopolar head was used. Regarding tha, a cemented stem (avenir, zimmer biomet) and cementless acetabular cup (pinnacle, depuy synthes) were used. The study population had a mean age of 89.9±5.9 for the ha group and 75.8 ± 8.8 for the tha group; (73 males/ 195 females in the ha group and 52 males / 104 females in the tha group). Follow-up was conducted at one month, three months, one year, and two years after the procedure, mean follow-up period was 2.48±0.89 years, with a median follow-up of 2.35 years and a range from 1.20 to 3.98 years. The study reported 6 reinterventions within the tha group due to unknown reason. Due diligence has been completed for this complaint; to date all available additional information has been received.